Event description:
A 68-year-old female was admitted with an acute exacerbation of congestive heart failure. An intra-aortic balloon pump (iabp) was initiated, followed by escalation to impella 5.5 support as a bridge to recovery and ultimately to durable lvad therapy. During an otherwise successful course of impella support, the clinical team encountered persistently elevated purge pressures that did not resolve despite purge system exchanges. Pump thrombosis was suspected, and the institution¿s standard thrombolytic (lyse) protocol was initiated. Following administration, purge pressure abnormalities resolved. During the subsequent impella removal and lvad implantation procedure, the patient was found to have severe aortic insufficiency. An aortic valve replacement (avr) was performed in the same surgical session. The patient proceeded with lvad implantation as planned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.